Event description:
It was reported that during use in an arthroscopy, three fast-fix had problems (pn: 72202468, lot numbers: 2070814, 2075937 & 2080948), the t1 came out very well, at the moment of try to use the t2 , this one did not come out, they tried several times lowering the gray part in its entirety and the second peek never went down, so it was necessary to remove this suture from the patient, two other sutures from different batches were passed, which failed in the same way. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the suture and both anchors were returned detached from the device. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation revealed that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.